Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 380 mg/dl and a bolus via the pump was delivered to address the bg level. The contact was not sure the cause of the high bg and thought that possibly enough time had not passed since the supply change approximately 20 minutes ago and delivery of the bolus. The contact was to change out the infusion set site and resume insulin delivery.